Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced cloudy effluent. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified medication (dose, route and frequency were not reported). At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information: a2, a3, b2, b5, b7, d10, h6 and h10. B5: upon follow-up, it was reported that the patient experienced a breach in aseptic technique which resulted in cloudy effluent. The breach in aseptic technique was further described as "the patient broke the tube with his hands in order to escape a fire started from the house next door" two days before the onset of cloudy effluent with a suspected invasion of bacterium. The patient was hospitalized for the event. At the time of this report, the patient "had not improved despite antibiotic administration" and outcome was unknown. Pd therapy was discontinued 45 days after the event onset. It was not reported if the patient was retrained on the proper aseptic technique. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced cloudy effluent. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified medication (dose, route and frequency were not reported). At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.